Event description:
During the 8 month follow-up, angiography was performed and revealed in-stent restenosis. Re-ptca of the target vessel and target lesion revascularization were performed. A cypher stent was implanted.